Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -13.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens. There was no patient injury. The problem was resolved. The cause of the event was reported as the device.

Manufacturer narrative:
(B)(4).